Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "distal cover cracked" was presumed to have been due to physical stress applied to the distal cover. The suggested phenomenon of foreign material that adhered to the forceps elevator and insertion tube was presumed to have been due to physical damage of the device. There was no noted deviation from the instructions for use for the reprocessing of the device by the user facility. The suggested events can be detected by handling device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope * inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. * inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. The suggested events for "distal cover cracked" and "foreign material adhered to insertion tube" may be prevented by handling device in accordance with the following IFU: operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the plastic distal end cover had a crack, the forceps elevator and the connecting tube had foreign objects. There were no reports of patient involvement.